Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Taxus express2 clinical study. Same case as 2134265-209-00846. It was reported that 61 days after a coronary artery stenting procedure, the patient experienced angina and required a pci. The lesion being treated was 3.50mm 90% stenosed, 15mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with pre-dilatation by using a 2.75x15mm balloon at maximum 8atm. Then the physician successfully placed a taxus express2 3.50x20mm and a 3.0x12mm study stents in the target lesion at a maximum 12atm. The lesion was not post-dilatated, but the physician did perform post-ivus. The stent was well positioned and well expanded (post stenosis 0%). There was no gap between the stents. The patient was discharged from the hospital 2 days later on plavix and aspirin. Sixty one days after the index procedure, the patient experienced unstable angina pectoris. The patient was hospitalized and pci procedure performed 2 days later for 90% stenosis of the 2nd diagonal. The patient was discharged 2 days later. A cutting balloon was used during the procedure. In the opinion of the physician, the relationship of the angina to the taxus stents is possible.